Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod¿s needle did not deploy into the patient's skin as intended. The patient stated the cannula was also not visible. The patient was able to lower their blood glucose levels once a new pod was applied. It was also reported that the pink slide did not move forward during the activation process.